Manufacturer narrative:
The reported event of the atrial set screw could not be tightened was not confirmed. Analysis revealed the setscrew problem cannot be examined or analyzed because the setscrew was removed during the event in the field and was not returned with the device. No analysis on the setscrew problem can be performed without it.

Event description:
During attempted implant, the set screw of the device header was too loose. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.